Event description:
It was reported to nova biomedical that a consumer rec'd back to back blood glucose readings of 347 mg/dl and 146 mg/dl on her blood glucose meter within a ten min time period. No decision to treat was reportedly made on the alleged faulty meter. Difference in the readings was determined to be clinically significant. The meter will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a f/u report will be filed.